Manufacturer narrative:
Neither patient injury nor medical intervention was reported. Further information revealed that the problem occurred during the treatment that was not discontinued. No alarm was set off by the machine. Gambro technician inspected the machine and found the pd pressure transducer disconnected; it was reconnected.